Event description:
A family member reported that the patient's pump was responding slower than normal to button presses. The family member reported that the buttons did not click and spring back as usual. The pump is reportedly intact and exposed to water on occasions. The patient reportedly did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. The ok button key contact was found to be inverted, and the up arrow and down arrow button key contacts were misaligned.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.